Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead was broken. It was unknown if any external, environmental or patient factors contributed to the event. A revision was done and the lead was explanted and replaced. The patient did not experience any symptoms. The issue was resolved after replacing the lead. No further patient complications were anticipated.

Manufacturer narrative:
Eval method codes were incorrectly applied, as mechanical and electrical testing were not performed due to the returned condition of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient experienced no effective therapy as a result of the lead break. The cause of the break was determined. The patient did not experience any falls or trauma.

Manufacturer narrative:
Analysis of the lead body found the conductors to be broken with evidence of over-stress damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was clarified that the cause of the lead break was not determined. The patient did not experience any external impact.